Event description:
The user received questionable glucose results for one patient. The patient had been admitted to the hospital for hourly glucose testing with the accu-chek meter. The patient's glucose result in the ER prior to admission was 48 mg/dl. The patient was given orange juice, a peanut butter sandwich and oral glucose. The patient was tested on the accu-chek meter upon arrival at the hospital and the result was 171 mg/dl. A retest performed 30 minutes later on the accu-chek which gave a result of 258 mg/dl. About one hour later, a venipuncture was performed from the patient's left arm and the result from the heparin plasma tube was 44 mg/dl. The repeat result was 41 mg/dl. A serum sample from the same venipuncture was tested and the results were 42 and 43 mg/dl. The patient was then tested with an accu-chek meter and the reading was 200 mg/dl. The patient was given "125 dose of solumedrol" due to the integra result. The patient did not have symptoms of hypoglycemia and was stable. He was alert, oriented and talkative during the incident. On (B)(6) 2010, the patient was redrawn in a heparin plasma tube from the right arm and the results were 44 and 41 mg/dl. The patient was retested with the accu-chek meter and the result was 170 mg/dl. The patient was not adversely affected due to receiving the solumedrol. The glucose reagent lot number was 61431901. The field service representative could not find a cause. He checked the system and performed preventive maintenance. To verify the analyzer operation, he ran calibration, quality control and precision testing with no error and the system performing within specifications.